Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and suffered a cardiac tamponade which required surgical intervention. During the mapping phase, a cardiac tamponade was noticed and confirmed by ultrasound. No ablations had been performed. Pericardiocentesis was performed and 1 liter of fluid was removed. Cardiac surgery for right ventricular outflow tract tear was also performed. The patient was reported to be in stable condition. Extended hospitalization was required for recovery from surgery. The patient¿s condition has improved. Physician¿s opinion on the cause of the event is that it was procedure related. No transseptal puncture was performed. There was no evidence of steam pop. Flow setting was 2ml/min. Graph, dashboard and vector force visualization features were used during the procedure. There were no error messages observed on biosense webster equipment during the procedure.